Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for lot 0202692318 was reviewed and the product was produced according to product specifications. Root cause could not be determined. All information reasonably known as of 30 may 2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
Fill volume: 300 ml; flow rate: unknown; procedure: unknown; cathplace: unknown; infusion start time: unknown; infusion stop time: unknown. Avanos medical inc. Received a single report that referenced ten different incidences, which were associated with separate units, involving an unknown number of patients. This is the ninth of ten reports. Refer to 2026095-2019-00097 for the first report. Refer to 2026095-2019-00098 for the second report. Refer to 2026095-2019-00099 for the third report. Refer to 2026095-2019-00100 for the fourth report. Refer to 2026095-2019-00101 for the fifth report. Refer to 2026095-2019-00102 for the sixth report. Refer to 2026095-2019-00103 for the seventh report. Refer to 2026095-2019-00104 for the eighth report. Refer to 2026095-2019-00106 for the tenth report. It was reported that "the product diffuses in 1h30 [minutes] instead of 3h despite a filling to 300ml. After several infusions, the nurse filled the diffuser to 400ml for a test, but the product was passed in 2h30 [minutes]. Infusion of magnesium sulfate diluted in nacl [sodium chloride] on an implantable chamber."